Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's blood glucose level was rising and she noticed that the infusion set's tubing was detached from the quick release while she was just driving. The site location was patient's hip and the pump was located on the waist, opposite side of the insertion site. Moreover, the infusion had been used for the same day. Reportedly, the infusion was not exposed to extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently (on (B)(6) 2020), her blood glucose level was 400 mg/dl. No further information available.